Event description:
The hosp reported that during an endoscopic vein harvesting procedure using a hemopro, the physician assistant "pa" made a normal incision, inserted the short port btt and scope then started with the anterior dissection and then continued to the posterial dissection. The anesthesiologist observed bubbles in the artrium. They immediately stopped co2 insufflation, put the pt's head side down and left side down. The maquet field clinical rep "fcr" was present in the or. The fcr noticed the co2 was setting at 6 l/min with pressure of 12. IFU recommendation for co2 gas should be at a low rate of 3 - 5 l/min and pressure 10 - 12 mmhg. The co2 reabsorbed after a while and the procedure was continued and completed with no further pt effects. The pa agreed with the fcr that there was no product malfunction and that the vein must have been torn where the vein had been harvested during the dissection process; therefore, resulting in the co2 embolism. The pt was doing ok at the time the fcr left the hosp and fcr insisted that the pa and the surgeon notify her immediately if there is any change in pt status.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed 3 months prior from the occurrence date because the lot # was unk. There was no nonconformance which could have attributed to this failure mode.